Event description:
Same case as manufacturer report 6000093-2004-01460. The pt expired 7 days following a coronary drug eluting stenting treatment procedure. In 2004 the pt had a bifurcated lesion stented with a taxus express2 2.5 x 8 mm drug eluting stent. The lesion was located in the mid left anterior descending (lad) and the distal lad by the first off-take of he diagonal (dx) artery. The mid lad had been 70-80% stenosed, the distal lad had been 50% stenosed, and the first off-take of the dx had been 100% occluded. A ptca was performed on the mid and distal lad. Post procedure, the occlusion was reduced to 0%. In 2004 the pt had a "re-do" femoral popliteal (fem-pop) bypass on the left side. The left foot had been gangrenous and the pt refused an amputation. The fem-pop procedure was from 9 am - 2 pm. The pt then went to the cardiac catheterization lab. An EKG had not been performed. A percutaneous transluminal coronary angioplasty was unsuccessfully attempted. The pt was reported to be doing fine following the attempted re-intervention; however, the pt's scheduled dialysis appointment immediately following was cancelled. At 2345 that evening the pt's continuous dialysis was stopped, the pt was given a dnr status per the family, the pt's heart rate dropped to 50 with intermittent pauses. Respiratory therapy was called to extubate the pt and morphine was given. The pt died at 2350 the next day. There had been no autopsy performed.